Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump temporarily did not display glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor, consistent with intermittent communication failure; readings resumed without intervention and no sensor-related alerts were logged on the pump. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent signal communication failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm communication disruption.